Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited infection. Subsequently, this pacemaker and lead were explanted. This product has not been returned. No additional adverse patient effects were reported.